Event description:
The user reported that the cardioplegia valve of the heater cooler was not functioning as expected. The device was not changed out. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.